Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed the embolization coil was detached and was returned on the non-penumbra snare. Further evaluation revealed that the pusher assembly was kinked and fractured, and the embolization coil had offset coil winds. It was reported the coil was retracted and re-advanced in attempts to shape the coil. If the device is manipulated against resistance damage such as kinks and a subsequent fracture may occur. This damage likely contributed to the embolization coil detaching. Due to the offset coil winds, the reported coils inability to take shape could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic branch artery using packing coil lps and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted two non-penumbra coils into the target location. After advancing a packing coil lp into the target location, it was reported that the coil would not take its intended shape. The physician retracted the packing coil lp and re-advanced it into the target location; however, the issue was unresolved. The physician then decided to remove the packing coil lp and observed under fluoroscopy that the coil unintentionally detached partially in the patient's anatomy and mostly in the microcatheter. Therefore, the microcatheter was removed and a snare device was then used to successfully remove the detached packing coil lp. The procedure was successfully completed at this point and no additional coils were required. There was no report of an adverse effect to the patient.